Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) reported concomitant device(s): 320-42-10 - 145-deg pe 42mm const hum liner +0 5974817, 320-10-05 - equinoxe reverse tray adapter plate tray +5 a084526, 308-12-00 - med prox body +12.5 6619182.

Event description:
Approximately 4 month(s) post-operative of a revised right rtsa, it was reported via clinical study that the patient experienced another dislocation. Subject reports a pop during stretching exercises in postoperative physical therapy appointment. After visiting a walk-in orthopaedic clinic, x-rays revealed a dislocated protheses. The subject was given medication, and the subject will be scheduled for revision surgery to convert to hemiarthroplasty. The outcome of this event remains continuing and the clinical report indicates that this event is possibly related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.